Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels, value was not provided. In addition, it was reported that "no delivery" alarms occurred. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.